Event description:
It was reportedly that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle/plunger broke during the procedure. No injury to the patient was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.